Event description:
It was reported that the manufacturing date on the bd ultrasafe plus¿ passive needle guard label didn't match the one on the certificate of compliance.

Manufacturer narrative:
H.6. Investigation: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) batch record has contains the label whit incorrect expiration date. Bdm-ps manufactured and released according to applicable procedures and specifications. The coc document and the label match each other manufacturing date is correct.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the manufacturing date on the bd ultrasafe plus¿ passive needle guard label didn't match the one on the certificate of compliance.